Event description:
Hcp reported pt presented 9/2003 with signs of meningitis. These include meningeal sings/symptoms. Cultures of the csf were obtained. The pt was treated with IV antibiotics and total device system explant 2003. Hcp reports status post t-10 injury with lower extremity paralysis and cerebral palsy. Risk factors are urinary tract infections.